Event description:
Procedure: wedge resection. According to the reporter: before the 2nd firing, when the surgeon closed the device's jaws temporarily on the tissue, the rotation collar was slightly split and the surgeon held the collar with hand and fired the device. After firing, the rotation collar was split completely in two and disengaged from the device. The surgeon confirmed the knife cut the tissue but the staples were applied before formed properly. The tissue was sutured manually and procedure was completed. Bleeding was less than 200 cc. There was tissue damage and unanticipated tissue loss. No ill effect on the pt. No reinforcement material used. The sulu was discarded at the site.

Manufacturer narrative:
(B)(4).